Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred in the middle of the neurovascular procedure. The procedure was completed by restarting the system with a delay of less than 20 mins. The philips remote service engineer (rse) examined system remotely and confirmed that c-arm is unable to perform geometry movements. Review of the logfile shows c-arm unable to perform geometry. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the problem was with the control unit inside the side stand and this unit controls the lao/rao operation of the side stand, but system had intermittent communication problems. To resolve the issue, the fse replaced samd boxed high power to resolve the issue. The defective part was sent for analysis, for samd boxed high power no malfunction was observed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed on same by restarting the system. The procedure was finalized with a little delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.